Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt fell on the street and hit her head in situ testing performed afterwards showed 10 electrode channels with status hi and 2 with status sc.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Although the device explantation report stated that the CT scan showed a crack on the implant, no such damage was found. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient fell on the street and hit her head. In-situ testing performed afterwards showed 10 electrode channels with status hi and 2 with status sc.